Event description:
Customer reported a malfunction, leading to malfunction code 9 being displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer, ensuring the malfunction code did not recur. Customer was instructed to continue using the pump and to contact support if the issue reappears.